Event description:
The following was reported to hamilton medical ag: te231007, te231008 [service software] o2 input tests fail appeared after the software updates from sw3.0.1 to sw 3.0.3, after the successful sw updates and power on the machine, there is already a continuous flow of oxygen, the o2 proportional valve is always active even the oxygen is set to 21%. Tried to repeat the 3.0.3 updates, result still the same no patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: te231007, te231008 [service software] o2 input tests fail appeared after the software updates from sw3.0.1 to sw 3.0.3, after the successful sw updates and power on the machine, there is already a continuous flow of oxygen, the o2 proportional valve is always active even the oxygen is set to 21%. Tried to repeat the 3.0.3 updates, result still the same no patient involvement.